Event description:
It was reported via repair work order that the bed was elevated and would not lower due to the motion interrupt pan constantly engaging one of the cherry switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.